Event description:
Patient found during nursing rounds at 0245 with entire body out of bed with neck between mattress and right side rail. Breathing was restricted, pulse present and strong. Color was cyanotic. She did not respond to verbal stimuli. Airway was inserted and patient breathed with ambu bag. Dr. Cat called. Patient responded positively to treatment given. Cervical collar applied and patient transported to x-ray. Patient verbally responsive on return to room but slow with verbal response. Patient also sustained a skin tear on left upper arm. Peroxide and steri-strip was applied. X-ray results were negativedevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, other, other. Results of evaluation: invalid data, invalid data, invalid data, invalid data. Conclusion: invalid data, device failed during assembly, other, other, other. Certainty of device as cause of or contributor to event: no. Corrective actions: use of all similar devices stopped temporarily, invalid data, invalid data. The device was not destroyed/disposed of.